Event description:
It was reported that this right atrial (ra) lead presented high capture threshold measurements, so it was examined and it was found to had become dislodged, so it was repositioned and remains in service. No additional adverse patient effects were reported.